Manufacturer narrative:
Could not duplicate customer complaint. Unit passed wet and system tests.

Event description:
During shoulder case, the pump would not come off "lavage" (only should stay on for 20 seconds). The pt's shoulder expanded and blew up. No mention of a delay. Surgicare mgr stated that the swelling was evident but not severe. Normal absorption by the pt.